Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion flow blocked issue and trouble shooting was performed but insulin does not exit from tubing with plunger push. No further information available.